Event description:
It is reported that patient underwent a revision due to infection.

Manufacturer narrative:
Evaluation summary: single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. It is not suspected that the product failed to meet specifications. The device was implanted on an unknown date; therefore, the in-vivo time cannot be determined. The investigation could not verify or identify any evidence of product contribution to the reported problem.: evaluation codes: the device was returned with the extractor instrument seized in it. There is a small amount of bone on-growth present in the proximal area of the porous surface. Manufacturing documentation for the cone body was reviewed and found to meet requirements at the time of manufacture. No additional complaints have been received against this manufacturing lot. Manufacturing documentation for the unknown femoral stem could not be reviewed due to lack of product identification.